Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had stimulation in an undesired location. The patient's pain was mostly on her left side, but stimulation was predominantly on her right side. The patient had been reprogrammed 3 times since implant and it still was not quite right. Additional information received from the consumer on 29-jun-2016 reported that the patient never had stimulation on the right side since implant. The patient had notified the manufacturer representative that day out of surgery ((B)(6) 2016), and the manufacturer representative assured her that it was normal and she was having swelling. She gave it time and contacted manufacturer representatives once a week. They would adjust to the point that the patient reported getting slight stimulation in the right leg. In order to get the sensation of slight stimulation on the right side, the stimulation was "so accelerated" on the left side so that she could not stand/walk. The patient stated that a manufacturer representative and the managing healthcare professional were notified of the patient's stimulation in the wrong location at the two-month period, and the healthcare professional took an x-ray a month prior to (B)(6) 2016. The healthcare professional seemed to think the leads had shifted. The patient stated the healthcare professional did not want to do anything about it; the healthcare professional wanted the patient to go to another healthcare professional to "go in and use the paddle lead." It was noted that the patient was very unhappy about this. The patient further reported that she went to a new surgeon last week, and the surgeon requested the trial system's and permanent system's x-rays/information. It was noted that the patient was having insurance issues and she did not know if insurance would cover another surgery. The patient mentioned working with three different manufacturer representatives; they were going through various programs and nothing was working. The manufacturer representatives had done what they could. It was noted that it would be 7-8 days before the patient could get in to see someone. In addition, the patient stated she had her device on program d so that she did not feel the sensation that it was higher; the device was not changed to this setting until the very end. It was also reported that the trial had worked well for the patient, so she had been excited moving forward. The patient also stated that she was housebound and could not get around. The patient's indications for use included spinal pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(6), implanted: (B)(6) 2016, product type lead.

Event description:
Additional information was received from a healthcare provider (hcp). Regarding what circumstances that led to the reported issues of swelling after implant, stimulation in the wrong location, more stimulation on the right than left, never having stimulation on the right side, adjusted programming of stimulation on the right side made left side stimulation ¿so accelerated¿ the patient could not walk/stand, nothing working, and the leads shifting, the hcp reported the issues were due to movement after the patient got off the operating table. The hcp also noted that the patient had good coverage intra-operatively. Steps taken to resolve these issues included multiple reprogramming attempts, x-rays, and office visits. The issues did not resolve as lead migration had led to continued poor coverage. Additional information received from the patient reported she had a lead revision scheduled for (B)(6) 2016, in which the patient was gong to have a paddle lead placed. The patient noted that they would "take everything out and put it all back in place" to try to correct the previously reported issue. In regards to the lead/extension/adaptor issue, the patient stated that the doctor did not place the leads high enough up in the thoracic area like he did during the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.